Event description:
A malfunction was reported on the customer's pump, but no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, which was successful, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappears.